Event description:
Boston scientific received information that during a normal device replacement procedure, this right ventricular (rv) lead presented with shock impedance measurements above 125 ohms in all three configurations when it was connected to the newly implanted implantable cardioverter defibrillator (ICD). The shock impedance measurements were initially 80 ohms with the previous device. The device was in the pocket and had good tissue contact when the measurements were taken. The rv lead was disconnected from the new device and reconnected to the old device. The shock impedance measurements were in normal range with the previous device. The rv lead was connected back to the newly implanted ICD and the shock impedance measurements were again above 125 ohms in all three configurations. No adverse patient effects were reported. The rv lead was capped and successfully replaced with a new rv lead. The ICD remains implanted and in service.

Manufacturer narrative:
As the lead was surgically abandoned, it will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.